Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the no delivery test due to the prime anomaly. The pump passed the rewind, basic occlusion, occlusion and displacement test. No motor error alarms were noted during testing. The motor passed the motor test. The pump was received with a cracked case at the display window corner, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.

Event description:
Customer reported via phone call that they received a motor error alarm. Customer states that their insulin pump was alarming. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.